Event description:
On (B)(6) 2025, the beta bionics ilet user reported experiencing fluctuating blood glucose (bg) levels. Patient's bg level was high and then went low while driving. Patient reported a bg reading of 53 mg/dl with symptoms of weakness, so they pulled over and treated themselves with a honey bun pastry and a coke. Patient is overtreating their low blood glucose levels and incorrectly announcing meals as "less than usual". The user was advised on appropriate treatment protocol and was recommended to perform a factory reset of the device. The user reported that their bg level was at 93 mg/dl and climbing before the end of the call. No device malfunction was reported. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.